Manufacturer narrative:
Pumping was successfully resumed by pressing the fill key as instructed by the help screen. The alarm was resolved, no blood or visible kinks were noted in the helium tubing, and the patient remained stable. Troubleshooting guidance was provided, and no further action was required.

Event description:
The user called the emergency support program line and reported that the gas loss alarm occurred once. They experienced difficulty resuming pumping and no patient harm was reported.